Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that actions/interventions taken to resolve the sudden urgency of urination was that they created a new group setting. The cause of the issue is unknown and it is unknown if it is resolved. This information was confirmed by the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient is experiencing sudden urgency of urination and feels that it is due to the stimulation of their ins. Patient stated that when they turned off his ins that the urgency resolved. Diagnostics/troubleshooting included interrogating the ins system and all impedances are within normal range. Interventions/actions included creating a new group "c" setting of the ins. It is unknown if the issue is resolved. No further complications were reported or anticipated with this event. Impedance results: hemisphere left amplitude: 3.00 c , 0 794 0, 2 1949 c, 1 892 0, 3 2497 c, 2 1052 1, 2 1850 c, 3 1528 1, 3 2406 0, 1 1578 2, 3 2447 hemisphere right amplitude: 3.00 c, 8 1091 8, 10 2082 c, 9 1071 8, 11 2278 c, 10 1238 9, 10 1722 c, 11 1225 9, 11 2144 8, 9 1685 10, 11 1739.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.